Event description:
This report addresses he issue of use error-breach in aseptic technique. The customer contacted baxter's technical service center to report a connection issue between a transfer set and titanium adapter that occurred during use. The disconnection happened when the patient was at home and the patient reconnected to the set to the titanium adapter by themselves. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed because it was reported that there was a break in aseptic technique; however, no root cause could be determined. Additional information:a labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.